Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed question mark symbols while the unit was in service mode for co2 calibration. Despite the noted issue, the unit would correctly generate a waveform while in monitoring mode. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.